Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No data available for review. The reported event for loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available.